Event description:
A surgeon reported that an issue with the footswitch occurred during surgery. At the time of event the patient was on the operating table, the incision made and the capsulorhexis made. The surgery was delayed for more than 3 hours. The foot switch was repaired at the facility. Additional information was received from the surgeon who reported that it was impossible to carry on the surgery so the patient was postponed with the incision made and the capsulorhexis made. The surgery was finished 4 hours later with the same system once the footswitch was repaired. The affected eye was the left eye (os). The event occurred at the first use of the system that day. The surgery was completed following the repair to the footswitch with no further consequence to the patient. The surgeon also reported that the next 4 surgeries were canceled and the 4 patients were sent home that day due to the event. Additional information has been requested but not received to date.

Manufacturer narrative:
The service visit has been performed. Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).